Manufacturer narrative:
Investigation conclusion: further investigation cannot be pursued because there is no lot number/serial number and product was not returned.

Event description:
Report received of discrepant inratio values. Therapeutic range: 2.0-3.0. On (B)(6) 2016 inratio inr = 1.7. On (B)(6) 2016 inratio inr = 2.0. On (B)(6) 2016 inratio inr = 1.1. On (B)(6) 2016 md poc inr = 2.5. On (B)(6) 2016 inratio inr = 1.6. No reported adverse patient sequela.